Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02466 and MFR report # 3005099803-2010-02609 for the other associated device information. It was reported to boston scientific corporation on (B)(6), 2010 that an extractor retrieval balloon was used during the removal of an unknown biliary stent on (B)(6), 2010 (patient age, gender, weight and identifier are unknown.) According to the complaint, during the removal of the stent the extractor balloon broke during withdrawal. The distal tip of the device became stuck in the endoscope. It is unknown how it was removed. This happened with two separate extractor balloons. There were no patient complications and the procedure was completed with another extractor balloon. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. **updated 1st supplement*** additional information: the complainant confirmed the stent was a metal biliary stent, but could not identify the manufacturer. The balloon was deflated before withdrawal and the pieces were removed with the endoscope (there were no fragments in the patient). It was confirmed that the patient was male, and his condition following the procedure was reported as stable.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02466 for the other associated device information. It was reported to boston scientific corporation on (B)(6), 2010 that an extractor retrieval balloon was used during the removal of an unknown biliary stent on (B)(6), 2010 (patient age, gender, weight and identifier are unknown.) According to the complaint, during the removal of the stent the extractor balloon broke during withdrawal. The distal tip of the device became stuck in the endoscope. It is unknown how it was removed. This happened with two separate extractor balloons. There were no patient complications and the procedure was completed with another extractor balloon. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed at the site and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4). Other text : disposed.